Manufacturer narrative:
Analysis of the pump on (B)(6)2017 revealed a motor gear train anomaly regarding corrosion and/or wear and/or lubrication; the stall was due to the shaft-bearing. As per the pump¿s log, the following medications were being administered via a simple continuous dose rate as of (B)(6) 2017: hydromorphone with concentration 10.0 mg/ml at a dose rate of 4.093 mg/day and baclofen with concentration 150.0 mcg/ml at a dose rate of 61.39 mcg/day. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary #pli # 10: the pump was returned and analysis confirmed the allegation. Evaluation determined that investigation is needed because it was reported that a motor stall occurred and the patient seen an error code via their personal therapy manager. The patient experienced increased pain and was without therapy for less than 24 hours. The pump was replaced. The reported information is an allegation that suggests a possible failure of a device, labeling, or packaging to meet specifications. An assessment of the source information indicates a potential relationship between the adverse event(s) reported and the alleged device failure. A new formal investigation is not needed because there is an existing formal investigation for an issue similar to the one identified in this event, and another investigation is not needed; reference formal investigation record pr1485 - pump motor corrosion and wear. The issue was determined to be similar because the event information met the inclusion criteria for the existing formal investigation; the supporting event information includes upon return, analysis revealed a motor gear train anomaly regarding corrosion and/or wear and/or lubrication; the stall was due to the shaft-bearing. The cause (if available) is documented in the formal investigation. Product analysis (B)(4) :analysis information -- (B)(6)2017:11:52 cst pli# 10 product ID# 8637-40 below is unedited, system generated text based on the analysis finding code(s) and test results. "Analysis identified residue in the motor gear train that contributed to the motor stall{s}. If code (B)(4) (gear wheel 3 missing teeth) is used: analysis identified corrosion on gear wheel number three which resulted in { }. Analysis identified residue on the gear shaft of the motor gear train that resulted in the motor stall(s). Medtronic developed a design change to reduce motor shaft wear and received regulatory approval for the change. Medtronic began d istributing pumps with this design change in (B)(6)2017. The catheter access port (cap) was aspirated and found to be patent. Dispense accuracy testing could not be completed due to the stall. {300 ul/day} dispense accuracy testing could not be completed due to the stall. {24 ,000 ul/day} the battery voltage tested within specification. Visual inspection of the hybrid (circuit board) did not identify any anomalies. Visual inspection of the peristaltic pumping mechanism (rotor) did not identify any anomalies. Pressure testing did not identify any leaks or breaches in the internal pump tube. Product ID neu_ptm_prog serial# unknown product type programmer, patient product ID neu_ptm_prog serial# unknown product type programmer, patient if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: neu_ptm_prog, product type: programmer, patient. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. (B)(4) applies to the pump. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was reported by a company representative via a healthcare professional (hcp) on 2017-july-17. The pump was used to deliver an unknown medication and the indication for use was spinal pain and lumbar radiculopathy. It was reported that the pump was explanted on (B)(6) 2017 due to a motor stall. The dos (date of surgery) and event date were reported to be (B)(6) 2017. There was no patient injury. No further complications were reported. Additional information was received from the manufacturer¿s representative (rep) on 2017-jul-27. The rep stated that the patient reported the event to him via a phone call on (B)(6) 2017, the evening before the pump was replaced. The rep noted that the patient saw an error code on his ptm on (B)(6) 2017. The only symptom the patient made the rep aware of was increased pain. He noted that the patient was without therapy for less than 24 hours as the pump was replaced the morning after the patient called him. Regarding troubleshooting performed related to the motor stall, the rep stated that the hcp tried giving the patient a single bolus in hopes that it would restart the pump, but the pump did not start up again. The rep did not know the patient's weight at the time of the event, and had no further information to report regarding this event.